Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 65 mg/dl. Customer is also comparing to another meter, and per customer, she is getting a wide variance. The customer stated her expected am fasting blood glucose test result range is 90-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/03/2027 and per the customer the open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 407 mg/dl date: (B)(6) 2026 time: 11:15am less than 2 hrs. After meal, not concerned with high as had ice cream . Result 2: 150 mg/dl date: (B)(6) 2026 time: 12:03pm fasting am . Result 3: 191 mg/dl date: (B)(6) 2026 time: 10:28am fasting am . Result 4: 49 mg/dl date: (B)(6) 2026 time: 6:28pm fasting pm (per customer, because of a sleep disorder, slept all day, not concerned) . Result 5: 264 mg/dl date: (B)(6) 20206 time: 12:43pm fasting pm (per customer, forgot to take medication the day before, not concerned). Result 6: 65 mg/dl date: (B)(6) 2026 time: 10:43am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Importer's (thi) retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Retention testing was performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: 1. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. 2. Sinocare (a foreign manufacturer, fei #(B)(4)) and trividia health, inc. (A u.s. Company/importer, fei #(B)(4)) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.